Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0kqxq, implanted: (B)(6) 2015, product type: lead. Product ID 3387s-40, lot# va0kqxq, implanted: (B)(6) 2015, product type: lead. Product ID 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 37651, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information was received from the nurse that reported they could not increase the limits the doctor set. They saw an out of regulation (oor) message. Current settings were reviewed along with therapy impedance to verify no short was noted on the last visit. The patient was going to charge and verify that it corrected the oor. The patient was at 2050 ohms. No symptoms were reported. The patient was implanted for dystonia and movement disorders. Additional information received reported the patient got home and saw the upper limit screen reached. Patient never saw an oor message. The patient had an appointment for (B)(6) 2015. It was corrected that they never explicitly saw an oor message on the programmer. The consumer was not able to describe to the nurse exactly what they were seeing on the programmer screen. It was just the left side that they were having issues were .the patient was currently at 4.0v but the doctor has supposedly lifted the limit to 4.6v on that side but they couldn't increase the stimulation to that level. The coupling was good and the charge level was sufficient. When they checked impedances, they were "a little high". Further follow-up is being conducted to determine what troubleshooting was performed and what actions/interventions were taken to resolve the issue. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Supplemental submitted to add source.

Event description:
Additional information was received from a healthcare professional which indicated that the patient programmer was not programmed to allow for increase. Settings on the patient programmer were adjusted by the healthcare professional and the family was able to increase and adjust settings as needed. The issue was resolved.